Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of anemia, catheter tunnel infection and bacterial peritonitis in a patient coincident with (imported) extraneal viaflex and physioneal 35 viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced anemia which required hospitalization. On (B)(6) 2011, whilst hospitalized, a peritoneal effluent analysis and culture were performed. The results of the analysis revealed bacterial peritonitis. On (B)(6) 2011, the patient began remedial therapy with cefazoline (125 mg/l, frequency not reported, ip), ceftazidime (125 mg/l, frequency not reported, ip) and heparin (20 units/l, frequency not reported, ip). On an unreported date, the patient presented with signs of catheter tunnel inflammation noted after pd infusion as evidenced by tumefaction around the tunnel that occurred with subsequent reduction after pd solution drainage. This led the physician to suspect a rupture in the peritoneal catheter (implanted on (B)(6) 2007). As a result of this suspicion, the current remedial therapy regimen was discontinued and the patient began treatment with vancomycin (1 gm, frequency not reported, ev). On (B)(6) 2011, extraneal viaflex and physioneal 35 viaflex therapies were withdrawn and the patient was placed hemodialysis. On (B)(6) 2011, the patient went into surgery for catheter replacement, however, it was observed that the patient had no conditions that warranted a new catheter implantation because the peritoneum had many loops. At the time of this report, the outcome for the events of catheter tunnel infection and bacterial peritonitis with culture positive for staphylococcus epidermidis had resolved. It was unknown if the outcome for the event of anemia had resolved. The nurse considered the events of anemia, catheter tunnel infection and bacterial peritonitis with culture positive for staphylococcus epidermidis to be unrelated to extraneal viaflex and physioneal 35 viaflex therapies. On (B)(6) 2011, the patient experienced anemia and was hospitalized to investigate the root cause. Whilst hospitalized, an upper endoscopy and colonoscopy were performed and the results revealed no significant changes. On an unreported date, the patient was treated with endovenous iron and one unit of erythrocyte concentrate to correct the anemia. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, frequency not reported, ev). On (B)(6) 2011, remedial therapy was discontinued and the patient was discharged from the hospital. At the time of discharge, the cause of the anemia was still not determined. On an unreported date, the outcome for the event of anemia had resolved. Concomitant medications included insulin.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.